Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 11jun2020 indicated that no damage to the suture or tip of the catheter was identified. The physician cut the suture and was able to remove it with no fragments remaining in the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation it was reported that the suture within a ultrathane mac-loc locking loop multipurpose drainage catheter became stuck in the patient¿s stoma. This incident was reported by (B)(6) hospital in australia. The suture was cut and the device was successfully removed. No adverse effects were reported. A review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection of images provided by the customer, were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. However, photos were provided of the device for investigation. Review of the provided photos confirmed the suture was stuck within the patient¿s stoma, and that no damage to the catheter or suture was visible. Cook could not conclude that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Proper inspection activities are in place to identify nonconforming product prior to lot release. The product labeling was reviewed. The product IFU provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. Traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy. It is recommended to use a wire guide when removing a locking loop catheter.¿ the customer did not provide a lot number for investigation. A search of all lots sold to the reporting customer in the last three years could not determine the affected lot number, so a review of the device history record could not be completed. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. It is possible that during introduction of the catheter, the suture was not pulled taut, causing it to become lodged on some patient anatomy. It is also possible that the pigtail wasn¿t correctly formed, leaving excess suture to be tangled in the stoma. However, these cannot be confirmed at this time. Based on the information provided, no returned product, and the results of the investigation, it was concluded that a component failure without a manufacturing or design deficiency contributed to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - device code. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided on 23jun2020 confirmed that the suture was "intact" after locking.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was placed in a male patient for a lower abdominal ascites removal procedure. The catheter was in place for approximately 4-6 hours. The catheter was removed without incident, however the suture string was "stuck" inside the patient's stoma and causing resistance. The suture was successfully removed, although the method of removal is not known at this time. Additional information regarding removal of the suture has been requested. No other adverse effects have been reported.